Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump generated repeated occlusion alerts with an ¿unable to proceed¿ message during fill tubing despite cartridge removal, rewind, reinsertion, and subsequent replacement of the cartridge and tubing; a replacement device was issued and the original device was returned. Symptoms included no reported hypoglycemia, hyperglycemia, or other clinical effects. Outcomes included no impact on health and no medical intervention. Investigation included technical troubleshooting by customer care and collection of device return logistics for follow-up evaluation. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.